Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead returned with stylet in lead body and, helix was extended. Tissue was noted in helix and set screw marks noted on terminal pin. The helix was found deformed. This finding may have contributed to the observed difficulty retracting and extending the helix. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance, e.g., low dislodgement and perforation occurrence. The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of perforation and high pacing thresholds.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead perforated the heart wall, it was confirmed via computed tomography. The patient has history of effusion and pericarditis. The rv lead was explanted, since it's helix was found stuck and bent. No additional adverse patient effects were reported.